Event description:
Per the end user, there is a dime sized reddened area under the tape border. Shortly after, the affected area spread to entire right lower corner of wafer under tape and partially under mass became red, raised and itchy. Also, the user has had leaking of stool. Wear time is normally 1 to 2 days. Cleans skin with soap. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.